Event description:
Per the clinic, the patient underwent magnet replacement surgery under general anesthesia on (B)(6) 2023. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (1.5 tesla). Additional information has been requested but has not been made available as of the date of this report.